Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2999 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported there was "report of PICC line broken at home." No other information was provided.